Event description:
It was reported that a spectrum infusion pump changed rate during an infusion in the medical/surgical care area. A pump was set to infuse a 7.7 ml bag of red blood cells at a rate of 120 ml per hour but when the infusion was started the rate jumped to 999 ml per hour and changed setting from "prbc infusion" to "IV maintenance." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.